Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and adnexa uteri cyst ('paratubal cyst') in an adult female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and adnexa uteri cyst (seriousness criterion medically significant). The patient was treated with surgery (drainage of paratubal cyst and salpingectomy with removal of essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and adnexa uteri cyst outcome was unknown. The reporter considered adnexa uteri cyst and pelvic pain to be related to essure. The reporter commented: coils visualized after insertion: left-4, right-3. Concerning the injuries reported in this case, the following were reported from patient¿s medical record : pelvic pain, paratubal cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and adnexa uteri cyst ('paratubal cyst') in an adult female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and adnexa uteri cyst (seriousness criterion medically significant). The patient was treated with surgery (drainage of paratubal cyst and salpingectomy with removal of essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and adnexa uteri cyst outcome was unknown. The reporter considered adnexa uteri cyst and pelvic pain to be related to essure. The reporter commented: coils visualized after insertion: left-4, right-3. Concerning the injuries reported in this case, the following were reported from patient¿s medical record : pelvic pain, paratubal cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.